Event description:
The facility alleges that while transferring the pt from the bed to the wheelchair, the swivel bar became detached from the lift, causing the resident to fall to the floor. The extend of injury is not known but is believed to be minor.